Event description:
An analysis was performed on the returned lead portions. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 352mm portion quadfilar coil 1 appeared to be broken approximately 5mm from the electrode bifurcation. Visual analysis identified the area as having extensive pitting which prevented identification of the coil fracture type. Visual analysis was performed on the electrode (mating) end of quadfilar coil 1 coil break (found at 5mm) and identified the area on three of the coil strands as being mechanically damaged which prevented identification of the coil fracture type and no pitting. The area on the remaining coil strand was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damaged and no pitting. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. An abraided opening in the tubing on the inner tubing near the electrodes was noted. Possibly from explant but not confirmed. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Event description:
It was reported on (B)(4) 2012 that the patient underwent a generator replacement procedure on (B)(6) 2012. The reason for the surgery was end of service on the explanted generator. However, it was reported that a "dcdc7 error" was observed and the patient's lead was not replaced during the surgery. There were no issues with the programming system or the implanted device. It was also indicated that the same programming system was used to interrogate the explanted device and the replacement device. The explanted generator was returned to the manufacturer on (B)(4) 2012 and product analysis is currently in progress and has not been completed at this time. It was later reported on (B)(4) 2013 by the treating physician that the diagnostic results on the new generator were showing high impedance and the patient had his battery recently replaced due to high impedance. Although it is indicated that the patient was scheduled for a surgery due to high impedance, no lead replacement occurred during the procedure. It is also unclear at this time if a normal mode diagnostic was performed or a system diagnostic was performed. After the battery was changed, all settings were okay and impedance value was around 2700 ohms. The manufacturer received the implant card on (B)(4) 2013 and it was indicated that the reason for patient's surgery was battery depletion and dcdc 7 error. Good faith attempts for more information will be made.

Event description:
The patient went in for lead revision surgery (B)(6) 2013. The surgeon did all the trouble shooting at the original surgery and think likely there was a positional lead break and as neck in one position in the or and once in clinic high impedance was attained postoperatively. The lead has been returned for analysis and completion is pending. Product analysis was completed on the explanted generator. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.